Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2023. In ventricular lead placement, pns (peripheral nerve stimulation) occurred even at 3 v pacing near the rv apex, and placement in the septum was attempted, but the threshold was high and placement was difficult. When the physician was looking for an appropriate lead placement site, he found a site near the free wall with a narrow intracardiac waveform and a threshold of 1 v, so he placed it there. Later on the night of (B)(6) 2023 the patient complained of back pain, device checks confirmed rv lead failure. A perforation of the rv lead was confirmed by x-ray and CT. On (B)(6) 2023, the rv lead was surgically removed and a new epicardial lead was added, completing the modification reintervention. The physician commented that there was no problem with the function of the removed lead helix and that the problem was not caused by the lead itself. The lead was discarded in the hospital.